Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2015. The fse found a problem in the injector valve, and replaced the ryodyne injector valve and sampling needle. Several patient samples plus calibrators, controls and precision were run. Instrument was in good working condition. The g8 was working as intended. No further action required by fse. The probable cause of the event was related to the ryodyne injector valve.

Event description:
On (B)(6) 2015 a customer reported low total area with their g8 analyzer. The customer changed the filter, primed and changed the needle. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.